Manufacturer narrative:
(B)(4): reason for surgery: procidentia of the cuff of vagina, complete cystocele, rectocele and enterocele, bilateral paravaginal defect. Concurrent procedures: sacral colpopexy, paravaginal defect repair, pubovaginal sling, cystototomy and repair of cystototomy, cystoscopy, posterior repair.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2012 and bard adjust was implanted. On (B)(6) 2012, mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, and dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion patient experienced vaginal discharge.